Manufacturer narrative:
Siemens filed the initial MDR 9610806-2024-00037 on 23-sep2024. Additional information 20-oct-2024: siemens evaluated this issue and provided the following conclusion: based on review of the data and kinetic analysis, the result was appropriately flagged with 'slight coagulation' and 'coag% changed'. The user disregarded the flags and did not follow the 'corrective actions / counter measures' for the flags as published in the cs-2500 instructions for use manual.. Cs-2500 actin fsl lot 562761a is performing as intended. A product performance issue has not been identified. No further evaluation of the device is required. In section h6, the investigation findings and investigation conclusions codes were updated.

Manufacturer narrative:
An outside of the united states (ous) customer contacted the siemens regional support center to report a falsely depressed activated partial thromboplastin time (aptt) result measured with the dade® actin® fsl activated ptt reagent on a sysmex cs-2500 system. The result was flagged with two errors that per the cs-2500 instructions for use, instructed the customer to reanalyze the sample. Siemens is investigating.

Event description:
The customer reported the observation of a falsely depressed activated partial thromboplastin time (aptt) result measured with the dade® actin® fsl activated ptt reagent on a sysmex cs-2500 system. The erroneous result was flagged with two error codes and was reported to the physician(s). The patient was administered 5000 I/u heparin which was later determined to have been unnecessary.